Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Stated ¿loose screw/s¿ issue was confirmed functionally. The cause was visually verified. - workmanship at bd manufacturing - procedures not followed resulting in a loose (frame) screw inside device. -this report to be uploaded to work order. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had loose screws. There was no patient involvement.